Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device triggered a lead integrity alert (lia) for high-rate non-sustained (hrns) episodes and sensing integrity counter (sic) and that the lead also exhibited noise and oversensing. Artifact consistent with electromagnetic interference (emi) was observed. It was also noted by the patient¿s spouse that the patient uses an unspecified machine where the patient pedals and plugs it into the wall and has a display. The machine has been used by the patient since implant, and it was plugged into a power strip that recently started shutting off if moved the wrong way. The patient and their spouse were advised to remove the faulty power strip that was being used with the pedal machine and red-light therapy mat, and to plug these devices directly into the wall. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem d1 brand name d2 product code d2 common device name d4. Model # d4 catalog # d4 expiration date d4 serial # d4 unique identifier (UDI) # product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained (hrns) episodes and sensing integrity counter (sic) and that the lead also exhibited noise and oversensing. Artifact consistent with electromagnetic interference (emi) was observed. It was also noted by the patient¿s wife that the patient uses an unspecified machine where the patient pedals and plugs it into the wall and has a display. The machine has been used by the patient since implant, and it was plugged into a power strip that recently started shutting off if moved the wrong way. The patient and wife were advised to remove the power strip and plug the other devices into the wall. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.